Manufacturer narrative:
The internal identifier for this report is (B)(4). Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse replaced d-pot, pinch valve, mixture and mid-std roller pump tubing, and drain tubes. Build-up was removed under flow cell 2, the ion-selective electrode housing was cleaned. The buffer syringes, sample probe syringes, and sample probe were replaced as well. The isolation and sample probe drains were bleached; the fa sample transfer assembly was lubricated. The instrument was calibrated several times with no failures. All verification testing passed within instrument specifications. The fse followed up with the customer; there were no problems reported. In conclusion, the reported event was likely caused by a hardware malfunction. The problem was confirmed. Beckman coulter has not implemented any initial corrective actions or preventive actions.

Event description:
The following event was reported: elevated erroneous sodium and potassium results for patients. There was no report of death or serious injury.